Event description:
A (B)(6) female with refractory hodgkins, admit for scheduled beam autotransplant for hl. Transplant was scheduled for (B)(6) 2015. Groshong catheter was leaking, the pt complained of cold sensation when one of the lumens was flushed. Dressings were changed, more oozing was noted, and more bloody dressings were changed. On (B)(6) 2015, the pt was taken to interventional radiology to exchange the groshong catheter for another one. On (B)(6) 2015 the second groshong catheter was found and confirmed to be leaking (extravasation noted) as well. Later that day the pt was taken again to ir for removal of the second groshong catheter. On (B)(6) 2015 the pt had a PICC line placed without further incident.